Event description:
Philips received a complaint by the customer on the v60 indicating that the device went down while being used to create a treatment plan. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and found that the unit was not getting 24 direct current (dc) volts going to the power management (pm) printed circuit board assembly (pcba). There was no alternating current (ac) power light emitting diode (led) illuminated. They were seeing the 120 ac volts going into the power supply, but no volts coming out going to the pm pcba. The customer was advised to replace the power supply. The investigation is ongoing.

Manufacturer narrative:
Per the good faith effort (gfe) response, it was confirmed that the customer replaced the power management printed circuit board assembly to resolve the reported issue. Following the replacement, the device successfully passed all required performance verification testing in accordance with philips standards and was returned to service. The investigation concludes that no further action is required at this time; however, the complaint file will be reopened if additional information becomes available.